Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the ventilator's lcd screen was observed. The device's lcd screen was replaced to address the issue.